Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Technical services (ts) noted this was likely due to rate dependent bundle as there was a slight increase in rate and a big shift in morphology, which was oversensed. Ts discussed treadmill testing or exercise for testing purposes. This s-ICD remains in service. No adverse patient effects were reported.